Manufacturer narrative:
Additional information provided in b4, g6, h2, h11 correction made in h6 (investigation type, investigation conclusion) investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Manufacturer narrative:
2 lots impacted by this event. See enclosed completed medwatch section c for the lot covered under this MDR filing.

Event description:
Consumer reported finding the needles to clog during the flow check. Informed caller of the non-patient end. Discarded samples. Lot # 3087270. Lot # unknown . Catalog# 320555. Date of event unknown . Sample status discard.